Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. Functional testing revealed no issues related to the reported event. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient stopped breathing coincident with automated peritoneal dialysis therapy (pd). Eleven days prior to the receipt of this report, the patient¿s spouse accidentally stepped on the home patient¿s unknown pd tubing while turning the patient and as a result, the patient¿s pd catheter became loose (non-baxter product, unknown catheter manufacture). The patient¿s spouse confirmed a disconnection did not occur. On the same day, the patient was taken to the emergency department (ed) due to the catheter being loose. The home patient was not connected to the homechoice (hc) device prior to the event of the catheter being loose and the ed visit. During the ed visit, the patient stopped breathing and cardiopulmonary resuscitation (CPR) was initiated. The patient was not connected to the hc device at the time that the patient stopped breathing or during CPR. The patient recovered from the stopped breathing event and was admitted to the hospital. Treatment during hospitalization was unknown. During hospitalization the patient continued to perform pd therapy using the patient¿s hc device. Four days after being admitted to the hospital, the patient discontinued all pd therapy per the patient¿s choice. The patient was still draining from pd therapy via manual drain and expired in the hospital on the same day due to other indications. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.